Manufacturer narrative:
(B)(4)

Event description:
It was reported that, an ht70 plus ventilator sounds and the proximal line alarm message occurred. Circuit check passed. The ventilator was not in use on a patient at the time the event occurred.